Event description:
The baxter field service engineer noted an infusion pump with failure code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition was not confirmed at the customer's facility on 01/05/2007. Fail code 810:11 could not be found in the event history nor duplicate. No repair was necessary for this fail code.